Event description:
It was reported that egms appeared to show noise on the ventricular channel. The device charged but therapies were aborted. When the patient was brought back in, the noise could not be recreated. Capture thresholds had increased slightly. The sense/pace portion of the lead was capped in 2009. Four days later, the ICD vibrated for low hv impedance. The hv portion of the lead was capped and replaced the following month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.